Event description:
Report received of no black marking at tip of epidural catheter noted when removed. A voluntary medwatch received from the customer states: "cle cath pulled without resistance. No black tip noted on end of catheter." Add'l info was received during phone conversation with customer. The pt had had an epidural catheter inserted for labor analgesia. When the catheter was compared to an unused catheter, the user catheter was shorter in length. It is unk if the black tip was present before insertion into the pt. The pt is asymptomatic. X-rays were negative. No pt harm reported.